Event description:
The customer reported pulse is reading wrong and the 12 lead states ml but the ECG is normal. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported pulse is reading wrong and the 12 lead states ml but the ECG is normal. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.